Event description:
It was reported the patient has not used or recharged her scs system in 2-3 years. The ipg is unable to communicate with the external devices. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
(B)(4). Advisory: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.